Manufacturer narrative:
(B)(4) bands failed to deploy. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands failed to deploy and were impossible to ligate the esophageal varices. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.